Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep calibrated the mag modes and stops, performed a beam alignment to bring collimator into center view, moved the collimator iris thorugh full range of motion, and adjusted the mag modes several times. The system operates as intended.

Event description:
The customer reported that the system came up with message "collimator iris too large".